Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was dropped into the pool on (B)(6) 2015 and now the display is blank and the screen has condensation. The insulin pump does not have physical damage. Blood glucose value was 20.0 mmol/l. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. The pump also had moisture damage on the motor and vibrator motor. The pump had minor scratches on the lcd window, a cracked case at the display window corners, a cracked reservoir tube lip and a scratched reservoir tube window.